Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10190 lot v1413112 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation the returned device, received on july 6, 2016 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual, dimensional and functional check as per orthofix (B)(4) design and product specification. The visual check confirmed that one threaded rod is broken due to a bending/flexion overload. The plastic dice is damaged and the bar is bent. This is most likely to be attributable to excessive flexion load applied. This conclusion is compatible with the frame configuration shown by the surgeon. The dimensional check of the threaded rod confirmed that it was in conformance with the drawing. The dimensional check evidenced that the device was originally conforming to orthofix (B)(4) specifications. The failure detected is not related to the functionality of the device. However, the functional check confirmed that the device is functioning properly except for the broken part. The results of the technical evaluation evidenced that the threaded rod was broken approximately at the start of its length. This could mainly attributable to the application of excessive flexion load due to the kind of application (the connection bar is almost perpendicular to the body of the strut). To avoid this kind of breakage, the strut should be in axis with the frame to which it is applied. In this case, a post could have been used to connect the strut to the ring. Orthofix (B)(4) analysis can conclude that the failure notified is most likely to be attributable to excessive load related to application issues. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "We can say nothing about the clinical effects of this component breakage as we have no information. From the technical analysis we are told that the threaded bar broke at its point of entry into the dice, and we are also shown that the bar has been bent a little. If this was a flexion overload this would have been due to a single incident, like a fall, about which we have not been informed. It seems from the frame design that this component was placed in a vulnerable position where it would get loaded in bending every time that the foot was placed on the ground. I agree with the conclusions of the technical analysis that it would have been better for the bar to be loaded in compression rather than bending. I also agree that this failure was due to local factors relating to the application." Final comments: the results of the technical evaluation evidenced that the threaded rod was broken approximately at the start of its length. This could mainly attributable to the application of excessive flexion load due to the kind of application (the connection bar is almost horizontal). To avoid this kind of breakage, the strut should be in axis with the frame to which it is applied. In this case, a post could have been used to connect the strut to the ring. Orthofix (B)(4) analysis can conclude that the failure notified is most likely to be attributable to excessive load related to application issues. The medical evaluation evidenced as follow: "it seems from the frame design that this component was placed in a vulnerable position where it would get loaded in bending every time that the foot was placed on the ground. I agree with the conclusions of the technical analysis that it would have been better for the bar to be loaded in compression rather than bending. I also agree that this failure was due to local factors relating to the application." Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: mr. (B)(6). Date of surgery: (B)(6) 2016. Body part to which device was applied: tibia/foot. Surgery description: fracture treatment. Patient's information: not known. Type of problem: device functional problem. Event description: faulty component identified by the patient not long before secondary surgery and then removed during secondary frame procedure (secondary procedure not due to the failure of the component), frame configuration was planned to be altered and rapid strut to be removed anyway. (Secondary procedure where rapid removed - (B)(6) 2016). The complaint report form indicates: the device failure had no adverse effects on patient; the initial surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required - (B)(6) 2016 (where removed component); a medical intervention (outpatient clinic) was not required -secondary procedure required anyway; copies of operative reports are not available; copies of x-ray images are not available. Information on patient current health condition: secondary surgery went ahead ok. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10190 lot v1413112 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation the technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: mr. (B)(6). Date of surgery: (B)(6) 2016. Body part to which device was applied: tibia/foot. Surgery description: fracture treatment. Patient's information: not known. Type of problem: device functional problem . Event description: faulty component identified by the patient not long before secondary surgery and then removed during secondary frame procedure (secondary procedure not due to the failure of the component), frame configuration was planned to be altered and rapid strut to be removed anyway. (Secondary procedure where rapid removed - (B)(6) 2016) the complaint report form indicates: the device failure had no adverse effects on patient; the initial surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required - (B)(6) 2016 (where removed component); a medical intervention (outpatient clinic) was not required -secondary procedure required anyway; copies of operative reports are not available; copies of x-ray images are not available information on patient current health condition: secondary surgery went ahead ok. (B)(4).